Event description:
It was reported following the third inflation during a dialysis graft dilatation procedure difficulty was encountered removing this balloon catheter through the introducer sheath. Exertion against resistance resulted in the balloon and a portion of the catheter shaft detaching and remaining in the patient. Retrieval of the balloon and detached catheter segments utilizing a snare was uneventful. Another balloon was used to successfully complete the procedure. The patient's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering evaluation, a supplement medwatch report will be forwarded under the appropriate sequence number. Balloon rupture or ballon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The co's follow up revealed this balloon was inflated beyond it's rated burst pressure. Additionally, resistance was encountered removing this balloon catheter through the introducer sheath. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "caution: do not exceed rated burst pressure...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."